Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
Related manufacturer reference number: 2938836-2019-05012. It was reported noise was noted on the right atrial and right ventricular leads during interrogation. The leads were explanted and replaced. Patient did not suffer any adverse consequences due to the noise. The patient was stable after the procedure.

Manufacturer narrative:
Additional information: the damage found was sustained during the surgical procedure. The lead was otherwise normal.